Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. No root cause could be determined since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a minimal abdominal erythema with slight glazed appearance in the infusion site. Additional information was received; however, there was no personal or medical information shared. No medical or surgical intervention was reported.